Manufacturer narrative:
The device was returned for analysis. The reported separation/ break was confirmed. Resistance during advancement and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1: brand name d4: catalog no., expiration date, UDI #.

Event description:
Subsequent to the initially filed report, the following information was received:the complaint device used on the left common femoral artery was a prostyle, not a proglide as originally reported. Additionally, a prostyle device was successfully used to achieve hemostasis on the right common femoral access site without issue. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the first proglide device met resistance with the anatomy during advancement. While attempting to remove the device, the device became stuck then the sheath separated from the guide. A widening of the nick and spread incision using forceps was performed, without cutting the vessel, to remove the sheath. Use of the proglide devices was then abandoned. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved with manual suturing. There was no reported adverse patient sequela. Although there was a reported delay in the procedure, there were no adverse patient effects due to the delay; therefore, the delay was not clinically significant. No additional information was provided.